Manufacturer narrative:
Medical device catalog #: 367861 was reported, however, the batch number was manufactured for 368861. The information reported is for the 368861. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use tubes were discovered to have water like liquid in tube with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 2 out of 1000 4ml edta tubes with water content inside.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that prior to use tubes were discovered to have water like liquid in tube with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 2 out of 1000 4ml edta tubes with water content inside.

Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2020-02-29.

Event description:
It was reported that prior to use tubes were discovered to have water like liquid in tube with a bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 2 out of 1000 4ml edta tubes with water content inside.